Manufacturer narrative:
The patient was born on an unreported date in 1957. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to poor environment or source or water (no further detail was provided). On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). Twenty-five days after the event onset date, the treatment with antibiotics was discontinued. On an unreported date, the patient was recovered from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.